Event description:
The delivery system was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the bond of the inner boss of the delivery system re leased from the inner shaft. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system outer shaft was kinked/buckled. Blood was observed on the outer shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. The inner boss of the delivery system was loose. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 5 cm from the distal end of the delivery system. There was blood on the outer shaft located at the distal end of the stability member. The inner boss bond released from the inner shaft causing the inner boss to be loose. The deflection button was loose due to the inner boss bond releasing from the inner shaft. The device was able to be deployed, the device was able to be pulled by the tether to the recapture cone but without resistance, the device was able to be fully recaptured in the device cup. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that delivery catheters of two leadless implantable pulse generators (ipgs) were kinked in the area of deflection (distal end) after prolonged use. It was reported that the gray button no longer functioned. The leadless ipg delivery systems were removed. A transvenous ipg was implanted. No patient complications have been reported as a result of this event. (B)(6) 2022: the delivery system was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction h6: device code a15 was reported in error in the initial MDR. Device code a1502 included in correction MDR. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.